Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a char mark on the yaw pulley and yaw pulley exit. The conductor wire has surface damage but is not broken. The ceramic sleeve also exhibits damage. No other damage found. The charring indicates an arcing event occurred.

Event description:
It was reported that during a da vinci hysterectomy procedure, arcing was observed coming from the permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported.